Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system froze" (no display or display failure). The nurse reported the system froze twice during phaco. The system was attempted was rebooted twice, but it froze again. The system was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The company service rep tested four phaco handpieces and found that the handpieces were non-conforming. The company service rep recommended the customer replace the handpieces. The system was then tested and met all product specifications. (B)(4).